Manufacturer narrative:
The complaint instrument was not returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material, and the ivus recordings which were provided were reviewed. The angiographic material shows two procedures during which multiple accessories are used. In the first procedure, the perforation, and the successful implantation of the complaint instrument and a second pk papyrus is visible. However, the second procedure showed the re-bleeding from the initial perforation site which was treated with another covered stent. This additional stent plus the significantly larger balloons for post-dilatation could successfully seal the perforation. The reason for the persisting re-bleeding is not visible. The review of the angiographic material and the ivus data does not contain further information with regards to the final root cause of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes a visual inspection to ensure cover integrity of the stent. Further, the cover integrity of a defined amount of samples is tested from every lot in an overexpansion test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of a perforation occurred during placement of a stent in a severely calcified lesion (99 percent stenosis degree) in the mildly tortuous ostial lad. After placement of a competitors stent a rupture occurred. Hemostasis was not possible, so a pk papyrus 3.5/15 and a pk papyrus 2.5/20 were placed. Postdilatation with a non-compliance balloon was done, and 30 minutes after post balloon angiography was performed. Patient returned to the ICU. Three hours later, the patient developed cardiac tamponade and was taken to the cath lab for emergency care. At that point, leaking from pk papyrus 3.5/15mm was confirmed. A competitors covered stent was implanted, and the procedure was completed.